Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic appendectomy, the magasin would not close while inside the patient. It was reported that it was closing outside the patient during testing. A new magasin was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual inspection noted that the anvils could not be closed completely on the initial clamping stroke. This was an indication that the loading units' anvils were deformed at the clamping feature. Functionally the loading units were loaded into a post market vigilance instrument and applied to test media. All staples were placed and test media was cleanly transected. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. Replication of the anvil clamping feature deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.